Event description:
Administered feeding and attempted to clear tubing for next feeding and bag would not prime. Tubing removed, reconnected to pump and still would not prime. Staff could hear machine working but not fluid was moving through tubing and bag. No harm to pt.